Event description:
It was reported that prior to preparation, the protective sheath of an unspecified nc trek rx balloon dilatation catheter was unable to be removed at all. The device was, thus, not prepped and not used in the patient. Another nc trek bdc was used successfully in completing the procedure. There was on occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of event. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.